Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
It was initially reported that during transferring the patient using the ceiling lift ,the sling cracked at loop location. Patient did not fall and did not sustain any injuries.